Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: investigation revealed a cracked battery compartment in three places: near the top, below the bumper pad and between the bumper pad and the top. The display screen was also dim and pink. Unrelated to the complaint, the keypad cover was removed and contamination was found under the contrast key contact; the contrast button has no effect on insulin delivery function. Also unrelated to the complaint, the bolus button was found to be torn and punctured, but was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
Investigation revealed a cracked battery compartment in three places: near the top, below the bumper pad and between the bumper pad and the top. The display screen was also dim and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/06/2015.